Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture confirmed with mammogram/uss". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
The device was explanted and replaced with non abbvie.